Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
A sample of the bar codes were requested for investigation. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter had an issue with the barcode scanner on accu-chek inform ii meter serial number unknown. The reporter claims they have many patient results with the same wrong ID attached to the result in their data management system. The reporter stated she scans the ID one time and it will consistently read the number 011838373468. She can scan the same bar code again and it will then read the bar code correctly as the number begins with mb, all valid patient ID¿s should begin with mb at this facility. The reporter stated this is happening system wide and not with one meter. There was no mistreatment of patients due to this occurrence.